Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. MDR: 1723170-2019-01679 for other tracker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that two instrument trackers were bad at installation, they were not tracking. A third one was opened and it began tracking. The issue extended the surgical time by less than 1 hour. There was no impact to the patient outcome.